Event description:
It was reported that during implant procedure the physician had difficulty backing out the setscrew. The device was implanted. On (B)(6) 2014 during a revision for another device, the physician had difficulty removing the leads pin from the connector of the device. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.